Event description:
Healthcare professional reported left side "patient¿s concern with the product", rupture, and capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified creases fold, an extended opening, and white particles on the shell. A microscopic analysis was performed which identified striated opening on anterior. Based on the device analysis the final assessment was a striated opening on anterior assessed as surgical damage consistent in the use of some surgical tools. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, and rupture.

Event description:
Healthcare professional reported left side "patient¿s concern with the product", rupture, and capsular contracture, baker grade unknown. Device has been explanted.